Event description:
I used super poligrip from approx 2006, until now. I was diagnosed with neuropathy. Dose or amount: denture cream. Frequency: once or twice daily. Route oral. Dates of use: 2006 - 2009. Diagnosis or reason for use: denture adhesive cream. Event abated after use stopped: no.